Manufacturer narrative:
Medical device expiration date: n/a. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported with the use of the bd ultra fine¿ pen needle there was an issue with needle needs to be changed to complete injection as it does not flow properly.